Manufacturer narrative:
(B) (4). The ge service rep readjusted the dose and performed a constancy test. The system operates as intended.

Event description:
The customer reported that the dose with an overview and zoom 1 were too high. No pt injury was reported.